Event description:
It has been reported to philips that the device was intermittently able to perform exposure. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified while the system was in clinical use. However, the customer was able to return the system to use by pressing the footswitch several times. No patient or user harm was reported. The philips field service engineer (fse) inspected the system on site. Troubleshooting found no issue with the system's x-ray functionality. The reported problem could not be reproduced. The device was confirmed to be operating per specifications and no failure was identified. The fse deemed that the system was in use in good working order. The codes were updated based on the investigation outcome.